Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the supply bag which was connected to a homechoice (hc) cassette, ¿blew up big with air¿. This was noted during dwell two of four of automated peritoneal dialysis (pd) therapy. The home patient (hp) was connected at the time of the event. The hp was afraid the bag may pop and therefore, turned off the hc device. Renal therapy services (rts) advised the hp to use manual bags to drain. Rts discussed the use of continuous ambulatory peritoneal dialysis for treatments. There was no patient injury or medical intervention associated with this event. No additional information was available.

Manufacturer narrative:
Additional information: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.